Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 150 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads noted.